Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 600 mg/dl. The customer's last infusion set change was done three days prior to the hospitalization. The customer stated that he had experienced high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.